Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 5071-53 lead, 5071-53 lead, implanted (B)(6) 2010. User facility; uf/importer report number: (B)(4). (B)(6). Date user facility became aware of the event: type of report: initial date of this report: n/a. Approximate age of device: 6 months. Event problem codes: n/a. Location where event occurred: home. Report sent to manufacturer: yes, xx-may-2018. Manufacturer name and address: (B)(4). Other devices involved in this event: heartware ventricular assist system ¿ controller ac (cac) adapter. Controller ac (cac) adapter/ (B)(4)/ model #: 1425us/ expiration date: asku. UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: asku. (B)(4). Heartware ventricular assist system ¿ battery. Battery/ (B)(4)/ model #: 1650/ expiration date: 2017-02-28. UDI #: (B)(4). Return date: 2018-05-15. Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-28. (B)(4). Heartware ventricular assist system ¿ battery. Battery/ (B)(4)/ model #: 1650/ expiration date: 2017-02-28. UDI #: (B)(4). Return date: 2018-05-15. Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-28.(B)(4). Heartware ventricular assist system ¿ battery. Battery/ (B)(4)/ model #: 1650/ expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-05-15. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system ¿ controller 2.0. Controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 2018-10-31. UDI #: (B)(4). Return date: 2018-05-21. Device evaluation anticipated, but not yet begun. Mfg date: 2017-10-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic for high watt alarms on their ventricular assist device (vad) and several instances of power switching between the controller, batteries, and controller ac (cac) adapter. Inappropriate disconnection beeps were heard and the controller showed a low priority light with an audible alarm and a visual notification of ¿connect battery one and battery two¿ when the controller was fully connected to the adapter and one battery. The patient changed to two fully charged batteries; however, these rapidly discharged within a short time period. The following day, the patient experienced a double power disconnect alarm with loss of power to their controller. The controller screen ¿went black¿ and, after powering back on, had a continuous alarm. The patient reported feeling dizzy, lightheaded, ¿woozy,¿ and ¿overall not good¿ when the pump was off. It was decided to monitor the patient in relation to the high watt alarms as the patient¿s international normalized ratio (inr) was normal and the y were asymptomatic. The controller and batteries were exchanged. The controller ac adapter and vad remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (con314005) and three batteries (bat322302, bat314751, bat317477) were returned for evaluation. The hvad pump (hw30189) and controller ac adapter (cac103434) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and controller revealed that the devices passed visual examination and functional testing. The reported battery "rapid discharge" event could not be confirmed; the batteries charged and discharged normally during testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving bat322302 and bat317477, as well as premature power switching due to communication errors involving an additional battery. Additionally, several momentary disconnections which did not lead to power switching events were logged involving bat314751. Momentary disconnections will result in an audible tone or "beep." As a result, the reported power switching and beeping events were confirmed. Analysis of the alarm log file did not reveal any power disconnect alarms logged within the analyzed period. As a result, the reported power disconnect alarms event could not be confirmed. Log file analysis also revealed a controller power up event on 19apr2018, at 16:58:08, thus confirming the reported loss of power ev ent. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and an additional battery was connected to power port two (2) with 89% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and the additional battery was connected to power port two (2). The controller was without power for 15 seconds. Additionally, two high watt alarms were logged since 08may2018. As a result, the reported "high watt alarms" event was confirmed. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported beeps can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the reported power disconnect alarms can be attributed, but not limited, to a marginal connection and/or to momentary disconnections between the batteries and controller. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. Internal investigations were opened to investigate momentary disconnections and to capture events involving the controller losing power. Additional products: controller ac (cac) adapter cac103434 h3: yes , h6 FDA method code(s): 4112, 4114 , h6 FDA results code(s): 213 , h6 FDA conclusion code(s): 67 battery bat322302 h3: yes , h6 FDA method code(s): 10, 4112 , h6 FDA results code(s): 3213 , h6 FDA conclusion code(s): 12. Battery bat314751 h3: yes , h6 FDA method code(s): 10, 4112 , h6 FDA results code(s): 3213 , h6 FDA conclusion code(s): 12. Battery bat317477 h3: yes , h6 FDA method code(s): 10, 4112 , h6 FDA results code(s): 3213 , h6 FDA conclusion code(s): 12. Controller con314005, h3: yes , h6 FDA method code(s): 10, 4112 , h6 FDA results code(s): 3213 , h6 FDA conclusion code(s): 12, 4307, 4315. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller and three batteries were returned for evaluation. The hvad and controller ac adapter were not returned for evaluation. Failure analysis of the returned batteries and controller revealed that the devices passed visual examination and functional testing. The reported battery "rapid discharge" event could not be confirmed; the batteries charged and discharged normally during testing. Log file analysis revealed that the controller, con314005, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events due to momentary disconnections involving batteries bat317477 and bat322302, as well as premature power switching due to communication errors involving an additional battery. Additionally, momentary disconnections which did not lead to premature power switching were logged involving bat314751. Momentary disconnection will result in an audible tone or "beep." As a result, the reported power switching events and reported "beeping" were confirmed. Analysis of the alarm log file did not reveal any power dis connect alarms logged within the analyzed period. As a result, the reported power disconnect alarms could not be confirmed. Analysis of the event log file revealed two controller power ups with their associated motor starts on (B)(6) 2018 at 16:58:08 and on (B)(6) 2018 at 19:09:32. The data point recorded on the controller's internal logs prior to the first controller power up revealed that an adapter was connected to power port one and bat301731 was connected to power port two with 89% relative state of charge (rsoc). The data point recorded after the loss of power revealed that an adapter was connected to power port one and bat301731 was connected to power port two. The data point recorded on the controller's internal logs prior to the second controller power up revealed that an adapter was connected to power port one and bat322464 was connected to power port two with 95% rsoc. The data point recorded after the loss of power revealed that bat312896 was connected to power port one and bat322464 was connected to power port two. Several momentary disconnections were recorded leading up to the loss of power on (B)(6) 2018. The controller was without power for 15 seconds and 11 seconds, respectively. Loss of power to the controller will trigger the display to become dark and show no parameter s and result in a continuous audible alarm, which corresponds with the "continuous alarm" heard. As a result, the reported loss of power event was confirmed. Log file analysis also revealed two high watt alarms since (B)(6) 2018. As a result, the reported high watt alarms were confirmed. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported "beeps" can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the reported power disconnect alarms can be attributed, but not limited, to a marginal connection between the batteries and controller. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation investigated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.